Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose. The low was treated with 34grams of candies. Blood glucose was normal after eating the candies. There was no ambulance or emergency room treatment. Customer also reported having sensor updating and change sensor alerts. Transmitter passed test. Sensor was not inserted in the back of the upper arm. Customer declined to troubleshoot for the low. However, troubleshooting for the sensor issue was done. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will discontinue the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sg not available. The customer reported blood glucose value of 64 mg/dl. The customer reported hypoglycemia, shaking/tremors, confusion/disorientation, fatigue treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-326a, mmt-397a, mmt-1884. Low bgs/over delivery customer reported low bgs. Customer does not feel ok to troubleshoot. Change sensor/sensor updating/sg value not available/calibration not accepted customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-326a. No product return is required for mmt-397a. No product return is required for mmt-1884. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.